Event description:
It was reported by the affiliate that the (1) er420 was used during a sigmoid procedure. It was reported that the device would not close. The case was completed with another instrument and there was no consequence to the pt.